Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Product investigation summary: the returned instruments were examined and the complaint conditions were able to be confirmed for (B)(4) of the (B)(4) devices. During the investigation, the t-pal trial 9mm (part 03.812.309 / lot 8602951) was found to have a broken proximal coupling head. The relevant product drawings for the trial were reviewed during the investigation. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no complaint-related material record reports, non-conformance reports, or issues identified. The products were discovered during set check. As method of use at the time of failure is unknown, no definitive root cause was able to be determined. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device history record review: manufacturing location: (B)(4) - manufacturing date: november 12, 2013. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was originally reported that fourteen (14) devices were found to be worn during routine set investigation. Additionally, it was noted that the metal was starting to deform. There was no patient or surgical involvement reported. During the time when the complaint was originally received, all devices were found to be non-reportable. Upon inspection of the returned devices, however, five (5) were found to have further damage that required re-assessment for updated reportability determinations. This report is 1 of 5 for com-(B)(4).